Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site address): (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had large doppler noise issue and the hospital responded that it could not be used normally. There was no patient involvement.

Manufacturer narrative:
The complaint record is being non-reportable , as the information provided does not meet the criteria of a reportable complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.